Manufacturer narrative:
Unknown taper. This complaint was reported by the patient. Further information regarding the event description, patient information, implant/explant physician information and device information has been requested of the patient. Without device or device serial, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. To date, apollo has been unable to confirm the events with the physician or received any additional information. Device labeling addresses possible outcomes of vomiting, band slippage and dysphagia as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Reported as: a patient with the lap-band system was reported to have "had emergency lap-band removal surgery due to bad slip of band. Was unable to swallow food or water. Had been banded for about six years at the time, and spent the majority of that time forcing myself to throw up food that had gotten stuck in the stoma and would not budge. Visited the emergency room twice due to food getting stuck and the band swelling, making it impossible to swallow food or water. Lost [weight and] gained it all back and more after removal." The patient's lap-band system was removed.

Manufacturer narrative:
Unknown taper. Supplement #1 - medwatch sent to the FDA on 01/18/2016. The physician was able to confirm the event reported, however does not have device information.